Event description:
It was reported that during a percutaneous coronary interventional (pci) stenting procedure, a balloon rupture occurred. The 99% stenosed lesion was located in the severely tortuous and severely calcified mid left anterior descending (lad) artery. Another manufacturer's balloon was advanced to the lesion for pre-dilation. Another manufacturer's stent would not cross the lesion. The maverick 2.5 x 20mm balloon was advanced to the lesion and was inflated to 11 atms for approximately 1 second and ruptured. Another manufacturer's balloon, a taxus liberte 2.5x24mm stent, and another manufacturer's stent were used to complete the procedure. No patient injuries or complications were reported. The patient's status is reported as "good."